Event description:
It was reported that patient presented for implant procedure. Prior to implant, the helix on the right ventricular(rv) lead failed to fully deploy. The lead was not used and a new lead was implanted. The patient was stable.